Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of zero days, due to a unsuccessful ring repair. The device was explanted after regurgitation was noted. Per the operative report: after repairing the leaflet, a full annuloplasty ring was implanted. Severe aortic regurgitation was noted. The anterior sutures of the ring were replaced, but there was still severe ai. The aorta was opened and a tear in the noncoronary leaflet of the valve was noted. Attempts to repair it with a patch of autologous pericardium were unsuccessful. The valve was then excised and replaced.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.